Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology is severely tortuous. It was reported the patient was being treated for a type b distal dissection. It was reported during placement of the stent graft was deployed misaligned. It was reported the physician's assistant was pulling the pigtail catheter down at the wrong time resulting in the stent graft being deployed misaligned. The physician elected to place another stent graft proximal to the stent graft that was deployed misaligned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results and conclusions: severely tortuous. Other: secondary intervention. Other: misaligned deployment.